Event description:
The customer stated a blood glucose test was performed and the device returned a result of 446mg/dl. The customer's family member took pt to the hospital where a test was performed and the result was 106mg/dl. No treatment was received. No controls were in use. A request was made for the return of the suspect device and replacement product was sent.